Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. The manufacturer internal reference number is:(B)(4).

Event description:
A health professional reported that multiple knives were noted to be blunt upon making the incision during separate surgeries. Alternate knives were obtained in order to perform the procedures. Additional information has been requested. Additional information received confirmed that there has been no impact to any patient.

Manufacturer narrative:
Two opened knife samples were received in a bag for the report of dull blades. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are four additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, dull blades as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned safety knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).